Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a painful abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The patient presented with hypertension and dyslipidemia posing cardiovascular risk factors. On an unknown date in 2017, a reintervention was performed and the patient was treated with an additional endoprosthesis proximally to treat a type ia endoleak due to disease progression. On (B)(6) 2020, computed tomography imaging identified bilateral type ib endoleaks as well as an aneurysm diameter measuring 11 cm. It was reportedly believed that both the proximal type ia and the bilateral type ib endoleaks were caused by the same disease progression. On (B)(6) 2020, the endoprostheses were explanted due to the bilateral type ib endoleak and an aorto-bi-iliac bypass was performed. It was reportedly believed that the stent serving as a proximal extension may have remained in the patient.

Manufacturer narrative:
H6, health effect - impact code: added codes 4625, 4627. H6, component code: added code 515. H6, investigation findings: added code 3252. H6, investigation conclusions: added codes 4315, 22. The serial numbers for the reported gore® excluder® aaa endoprostheses could not be retrieved. It was therefore not possible to perform a review of the manufacturing records. H6, code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: endoleak, stent fracture. Associated medical devices involved in this event: 2 x gore® excluder® contralateral leg component unk / unk. The explanted endoprostheses were sent to geprovas institute for evaluation. The evaluation showed the following: the specimen appears to consist of a trunk fragment with two contralateral leg fragments: one extending from the gate (clf-1) and one belled graft extending from the ipsilateral leg (clf-2). The abluminal surfaces were diffusely covered in plaques of red brown material. The distal aspect of clf-2 had two foci of tan to brown tissue. Tissue present appeared consistent with blood and aneurysmal sac contents. The aaa system presented in a rotational fashion consistent with a ballerina implant technique. Both clf 1 and clf-2 had been transected distally through the graft and the constraint sleeve. The proximal trunk had been transected and presented in an oblong fashion indicative of a compression event. The timing and cause of the compression (e.g., in vivo event, instrument grasping at explant) could not be determined with the information provided. The lumen of the specimen was widely patent with minimal thin plaques of red brown material. The material transections appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors) likely used during the explant procedure. Based on gore's explant scientist¿s review of the geprovas report, additional analysis of the proximal trunk (i.e., oblong region) was requested. Geprovas obtained high resolution digital radiographs and enzyme digested the tissue from the device specimen and provided an additional analysis report, which showed the following: visible on the radiographs and digested device were two wire discontinuities (reported as ¿stent rupture¿) on parallel wires within the body of the trunk fragment. Wire ends were blunt and textured consistent with fracture, timeframe could not be determined. The proximal trunk opened to a rounded shape during the digestion process indicating anticipated performance of the stent frame and fractured wires did not impact stent performance. Based on gore's explant scientist¿s review of the geprovas reports, in conjunction with the conclusion of the geprovas investigators, no additional analysis was requested. The findings of the additional analysis satisfies the oblong appearance present during gross observations, which later resolved during digestion, was indicative of device conforming to the anatomical conditions or compression of the specimen during the explant process (e.g., fixation) which was maintained by the tissue present. The reported reason for removal was a type ib endoleak, involving the distal aspect of the endoprosthesis system, which had been transected and were not available for evaluation. Additionally procedural images (e.g., angio, CT) were not provided for analysis. B3: date of event: corrected date. B5: describe event or problem: updated event description.

Manufacturer narrative:
Device evaluated by manufacturer: the medical device was returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a painful abdominal aortic aneurysm and an was treated with gore® excluder® aaa endoprostheses. The patient presented with the following cardiovascular risk factors: hypertension and dyslipidemia. On (B)(6) 2020, after about 4 years and 5 months, the endoprosthesis was explanted due to a type ib endoleak and an aorto-bi-iliac bypass was performed.